Event description:
The customer reported that the system did not xray and locked up. It also displayed a generator error message on the mainframe display. A reboot corrected the error. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. The system operates as intended.